Manufacturer narrative:
(B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 8030647-2015-00289 for the first patient. It was reported that there was a problem with two closed suction catheters. The circled piece (irrigation port) separated twice. The first time this incident happened it was noticed by another respiratory therapist that the circled piece was missing on an existing vented patient. The second time it was the same respiratory therapist applying it to a patient and noticed it as a separate piece. Additional information was received on 11/06/2015 stated the first device was placed at an outside facility with the first incident and they do not know how long the catheter was in use prior to noticing the piece missing. The clinicians stated they do not know how long it had been in place prior, since it was placed at an outside facility. The patient was transported by flight team and the piece was in place and used during transport, so it became detached between approximately 1200pm and 1900pm on (B)(6) 2015 but the clinicians were unsure when. They did not find the missing piece. "The adverse effect was that once the catheter was replaced, and the leak in the system fixed, the main airway pressure on the ventilator increased and the respiratory therapist had to quickly decrease it to avoid patient harm."